Manufacturer narrative:
Upon return, the device will undergo detailed laboratory testing to determine root cause.

Event description:
The device was received at boston scientific's return products.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 were recorded on (B)(6) 2012. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 2.868 was sufficient to ensure therapy availability/delivery while the device was implanted. The device was put through and passed automated diagnostic testing that verified the performance of defibrillation and pacing functions of the device. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to report that this device generated a fault code#1003 upon interrogation. Ts discussed the issue and recommended that the device should be explanted and replaced. Subsequently, the hcp contacted ts to report that this patient had been using power tools and whether the use of power tools could have contributed to the reported device issue. Ts explained that the use of power tools would not have resulted in the fault code and previously discussed device issue. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was explanted and replaced without incident.